Event description:
It was reported that a low ma error code was displayed on the 9800 sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on the info provided the following component has been ordered. X-ray tube assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.